Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during dwell 5/7 of the automated peritoneal dialysis therapy. Reportedly, the home pt did not clamp off the unused supply lines of their homechoice set. Baxter's technical service center assisted the home pt's spouse in ending the therapy early. Therapy was completed manually. No pt injury or medical intervention was associated with this incident per the home pt.